Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) caught the inflow of the fully deployed valve which caused the valve to embolize into the aortic arch. The valve was snared and retained in the aortic arch below the origin of the great vessels. A second valve was successfully implanted within the annulus. No additional adverse patient effects were reported.